Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A patient presented for a smarport CT placement in the left subclavian for administration of chemotherapy for ovarian cancer. Approximately 1 1/2 months after the device was inserted, the patient went for a regular CT scan which demonstrated a fractured left subclavian catheter. The diagnostic imagining report noted that the fracture fragment extended from the superior vena cava, into the right ventricle. At this time, the patient was rushed to the emergency department to have it removed. The patient underwent two procedures: one to remove the port and proximal catheter, performed by dr. (B)(6), and one to remove the remaining fractured part of the catheter, performed by dr. (B)(6). During the second procedure, the fractured catheter fragment itself broke into two pieces. The larger piece was immediately retrieved from the iliac vein and the second smaller piece, which embolized into the pulmonary artery on the left side, was eventually successfully retrieved as well. It is unknown if the smartport was replaced with a new port. There was no report of permanent harm or injury to the patient due to this event. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation.the customer's reported complaint description of "catheter tip fractured/migrated" is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use (16608102-01) which is supplied to the user with this catalog number, contains the following statements: contraindications catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Procedure for power injection absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Potential complications: catheter fragmentation, catheter embolization, catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).